Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0306952v, implanted: (B)(6) 2003, product type: lead. Product ID: 3389-40, lot# j0443883v, implanted: (B)(6) 2004, product type: lead. Product ID: 37092, lot# 286830001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that an elective replacement indicator (eri) was present on the patient¿s implantable neurostimulator (ins). It was noted that the depletion was normal, and the battery was about to be replaced. It was also reported that 2 weeks prior to (B)(6) 2012 the patient fell. Following the fall there were no discernible changes in the patient¿s symptom control/therapy. It was noted; however, that electrode 3 had a high monopole impedance. The electrode was able to be programmed around by using another electrode and increasing the programmed pulse width. It was later reported that since the patient was receiving effective therapy, only the battery was replaced. The patient was receiving effective therapy in the recovery room after the procedure.